Manufacturer narrative:
PMA/510(k) # k210476 investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
When removing the stylus from the needle by pulling the plastic base, the instrumentalist was not able to pull it, the stylus was blocked and the base separated from the stylus (see photo). There were no clinical consequences for the patient. On the other hand, this increased the duration of the procedure and caused an economic loss since another ultrasound biopsy needle had to be used to perform the procedure. The incriminated device has been retained and is currently in quarantine in the medical devices sector in a biohazard bag. "As per cc form": when removing the stylet from the needle by pulling the plastic base, the instrumentalist was unable to pull it out, the stylet was blocked and the base came loose from the stylet (see photo). There were no clinical consequences for the patient. On the other hand, it lengthened the duration of the procedure and resulted in an economic loss, as another ultrasound biopsy needle had to be used to perform the procedure. The offending device has been retained and is currently in quarantine in the medical devices department in a biohazard bag. Would you like to recover it for expert examination? As a second biopsy needle had to be used for this procedure, would it be possible to obtain a credit note or a free exchange? Patient outcome: a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Patient/event info - notes: 1. Are images of the device or procedure available? Yes image of the stylet 2. If the report involves a kink or bend in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end))? No 3. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? No please specify if yes. 4. If the device was kinked below the sheath extender, was the kink observed before inserting the device into the scope? A difficulty was observed by the nurse to insert the needle at the end of the scope before screw it 5. If the device is a procore needle, is the device damage located at the notch / core trap? No if no, please specify where the damage is located: 6. Was gaining access to the target site difficult? N/a 7. Was the device used in a tortuous position? May be 8. Was puncture of the target site difficult? No 9. Please describe the anatomical location of the intended target site :pancreas 10. Please describe the size of the intended target site. Na 11. If not with the device in question, how was the procedure performed and/or finished? 12. Was the device damaged in packaging prior to removal? No 13. Was the device damaged on removal from packaging? No 14. Was force required to remove the device? No 15. Did the patient require any additional procedures as a result of this event? No 16. What intervention (if any) was required? Open another needle 17. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? Same procedure, 18. Were any other defects observed on the device prior to return (e.g. Kinks, bends, breaks etc.)? No 19. If yes, please specify what was observed and where on the device it was observed. 20. What is the scope manufacturer and model number that was used? Olympus echo endoscope linear 21. Was resistance felt while inserting the device through the scope? Yes, at the end 22. Was the scope recently serviced / repaired? No 23. When was the issued with the product noted? Stylet retraction 24. Was the syringe used during the procedure, after the stylet was removed? No 25. Was difficulty experienced while retracting the needle? No 26. Was it possible to fully retract the needle into the sheath before removing the device from the patient? Yes 27. Was the endoscope in a flexed or twisted position at any time during the procedure? May be 28. Was the stylet partially removed when advancing the needle into the target site? Yes 29. How many samples were obtained (passes completed) with this needle? Na 30. Did any section of the device detach inside the patient? No if yes, please specify: 31. Was there difficulty locking the sheath (or needle) in place or slipping experienced during use? No 32. Was there difficulty in attaching or detaching the device to the accessory channel port on the scope? Yes, 33. When the needle tip was advanced into the target site was the distal scope position adjusted so as to strain or flex the needle? N/a, 34. If an ebus procedure did the needle tip hit the cartilage rings of the trachea?

Manufacturer narrative:
Device evaluation: 1 unit of lot c2168446 of echo-hd-19-c was returned opened in its original packaging. The device related to this occurrence underwent a laboratory evaluation on 29 august 2024. On evaluation of the devices the following observations were made: visual inspection: device returned with stylet cap detached from stylet wire and with stylet wire not fully inserted in the device. Distal end of needle examined, and no issue observed. Stylet examined and no issue observed. Functional inspection: sheath extender able to advance and retract without issue. Needle able to advance and retract without issue. Stylet retracted from device with slight difficulty. Stylet re-inserted into device without issue. Needle removed from device and kink below sheath extender observed. An image was provided to support the complaint investigation. On the image from the customer, it was observed that stylet cap detached from the stylet. Manufacturing records: prior to distribution, all echo-hd-19-c devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records for echo-hd-19-c of lot number c2168446 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label: the notes section of the instructions for use, ifu0077, which accompanies this device instructs the user to inspect the device prior to use: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use." And "ensure the stylet is fully inserted when advancing the needle into the biopsy site¿. There is evidence to suggest that the customer did not follow the instructions for use. Image review: an image was not returned for evaluation. Root cause analysis: definitive root cause was established. The user has not complied with the requirements of the IFU and/or label. The answer to q.28 of the additional questions indicates that the stylet was partially removed when advancing into the target site. The stylet provides support to the needle during the procedure. Therefore, if it was partially removed it could have led to the proximal kink. The kink would then have made it difficult for the user to retract the stylet leading to the stylet cap detachment. Use error complaints are considered foreseen misuse. It is unknown how the device will perform outside of instructions for use and/or labelling requirements. The user has not complied with the requirements of the IFU and/label. Trending will monitor if any future investigation is required. Summary: complaint is confirmed based on visual and/or functional inspection. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 22 oct 2024.